Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Root cause of the partially disassembled implant could not be determined since product was not returned and no images from the original implantation were provided for investigation. However, it can be observed from the image received that the whole implant has migrated posteriorly and the lock wire appears to be still intact. The posterior fixation in the form of a spinous process plate may not be providing adequate fixation to the segment. A review of the lot history record was not possible since the lot number of the device was not provided. Based on review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(4) 2018, the company became aware of a revision surgery being scheduled for the next day on an obese patient previously treated with a luna implant. After 6 to 8 weeks post-op, the patient came back with back pain, and taken image shown the whole implant had migrated posteriorly into the spinal canal. During the revision surgery, the surgeon was able to mallet the cage back anteriorly, re-position to his satisfaction, and re-apply posterior compression with the posterior fixation.

Manufacturer narrative:
This report is being submitted as a supplemental report to MFR report # 3007033608-2018-00004 to provide additional information. At the time of the initial report, the product size and lot number was unknown. The additional information was obtained as follow: brand name: luna 3d lordotic 8 degree implant kit, 13 mm. Common device name: 13mm, 8-degree, luna 3d lordotic implant kit. Model #: lun3013-08. Lot #: 17177001. Manufacturer date: 06/26/2017. Expiration date: 06/26/2019. Unique identifier (UDI) #: (B)(4). This information does not change the facts or conclusion reported in the original report.